Event description:
Reported by pt as a port valve problem and either the band has too much constriction or not enough. Pt had 9 fills since implanted. Event clarified as a band aneurism.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. The rptr of the event was asked to return the prod for analysis. Allergan has not rec'd the prod at this time. Therefore no analysis or testing has been done. Device labeling instructs surgeons to "inspect the inflatable portion of the band for uneven inflation or leaks" prior to prod placement. A possible cause of the event includes over inflation of the band with sterile saline. The exact cause of the event cannot be determined.